Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the lead sustained damage during the attempted implant process. The lead was removed and is expected to be returned for analysis. No resulting adverse patient effects were reported and another lead then implanted to complete the procedure.